Manufacturer narrative:
Although according to the hospital there are no permanent negative clinical effects for this patient due to this issue, a risk to the patient's health could not be excluded for these specific circumstances, since a trajectory was placed in another location than intended, with the brainlab device involved, despite according to the hospital: - the surgery could be completed successfully - there are no permanent negative clinical effects for this specific patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the trajectory placed in another location than intended cannot be defined by brainlab: - there is no indication of a (systematic) error or malfunction of the brainlab device (navigation). - the brainlab device works as specified. - also there could be no error of use with the brainlab device (navigation) detected by brainlab for this specific case that would have caused the described issue. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Manufacturer narrative:
Although according to the hospital there are no permanent negative clinical effects for this patient due to this issue, a risk to the patient's health could not be excluded for these specific circumstances, since a trajectory was placed in another location than intended, with the brainlab device involved. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A cranial tumor ablation was planned to be performed with the brainlab cranial navigation system 2.1.2. The surgeon preoperatively planned a trajectory with a brainlab planning software. During the procedure the surgeon: performed the initial patient registration (using surface matching with a combination of z-touch and softouch) to match the virtual display of preoperative CT scan to the current patient anatomy and verified the accuracy of registration with a satisfying result. Aligned the brainlab varioguide with the aid of navigation to the intended trajectory. Drilled a burr hole into the patient's skull through the varioguide. Performed a biopsy with a navigated biopsy needle and the varioguide and sent the tissue sample to pathology who confirmed abnormal tissue. Placed the neuroblate bolt and the ablation electrode and performed an intra-operative scan to determine if the placement matches the intended trajectory. Detected on the intraoperative scan a discrepancy of 6.8 mm between planned and actual trajectory. Decided to not place a new bolt but use the existing trajectory for ablation, since, due to nature of the tissue and location of fibertracks, only abnormal tissue is ablated. The surgery could be completed successfully. According to the hospital there are no permanent negative clinical effects for this specific patient due to this issue.